Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 96 mg/dl and blood glucose was 407 mg/dl and that her sensor had been in place for 4 days. Customer does not recall any significant events leading to the range discrepancy but indicated that she has had bent cannulas in the past. Troubleshooting advised customer on proper insertion and site technique. Customer was advised to change site location and follow up if any further questions or if any issues persist.